Manufacturer narrative:
An event of sticking leaflets and rotation difficulty during implant was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. The valve was able to be rotated without difficulty. Hydrodynamic examination, which ensure proper leaflet coaptation, indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the valve functioned normally when tested during preparation.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 33mm masters mitral valve was chosen for implantation. During implantation the valve did not close and was not able to rotate. The valve was explanted and a replacement 31mm masters mitral valve was used to complete the procedure. There were no patient consequences.